Event description:
It was reported that during a gastric roux-n-y, the device cut but did not deploy any staples. There was no adverse consequence to the pt. It was not reported how the procedure was completed.